Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Photo investigation: the photographs provided were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. The overall complaint was unconfirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record (DHR) review conducted: a manufacturing record evaluation was performed for the finished device part: 04.503.104.01s. Lot: 8541p51. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 28-nov-2023. Manufacturing site: jabil bettlach. Expiry date:01-nov-2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 during the surgery, the screw was cross threaded and the cross card slot cannot be fastened. Another device was used to complete the surgery. There were no adverse consequences to the patient. There was no surgical delay. This report is for one (1) ti matrixneuro screw self-drilling 4mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the physical received device to the manufacturer jabil monument which conducted a visual inspection. Jabil manufacturing has enough detection points to find the cross-slot issue. The nonconforming condition (cross-slot deformed screw) can't be confirmed as the returned part was not manufactured at jabil monument. Therefore, the subject complaint is a non-confirmed complaint for jabil. The overall complaint was confirmed as the observed condition of the matneu scr ã¸1.5 self-drill l4 tan 1u I/c would contribute to a device issue. However, a product issue during the manufacturing process was not identified during the investigation of the sample received. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device; product code: 04.503.104.01s; lot number: 8541p51. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 28-nov-2023; manufacturing site:jabil bettlach; expiry date:01-nov-2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.